Manufacturer narrative:
Device analysis: reservoir fluid loss was reported. The ams700 device was visually inspected and functionally tested. There were leaks in both cylinders due to wear and fatigue at the corner of a fold with avulsion. Both cylinders have broken fabric threads. The reservoir performed within specifications. The pump was not functionally tested due to contamination. The product analysis does not confirm the allegation of reservoir fluid loss, however the identified leaks in the cylinders are considered the most probable cause of the reported fluid loss. No escalation is required based on the product analysis.

Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). All the components were removed due to unknown reason and replaced with a new ipp system. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The device was replaced because it was not inflating due to fluid loss in reservoir. The patient had a good outcome with no further complications.

Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). All the components were removed due to unknown reason and replaced with a new ipp system. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The device was replaced because it was not inflating due to fluid loss in reservoir. The patient had a good outcome with no further complications.